Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory flow sensor was replaced to resolve the issue.

Event description:
Per (B)(6) database: it is reported that, prior to patient use, the unit gave an expiratory flow sensor failure alarm preventing the initiation of mechanical ventilation in volume mode. There is no patient injury reported.